Manufacturer narrative:
The electrode expiration date was 09-jun-2026. The calibration and qc, before the event, were acceptable. The alarm trace showed "ise noise", "voltage level", and "ise calibration" errors. The investigation found the issue was due to a disruption with the fluidics. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The na electrode lot number is egt66. The expiration date was not provided. The field service representative primed all of the ise (ion-selective electrode) reagents and performed daily wash racks. He performed checks and tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas c 303 analytical unit. The initial na result was 163.2 mmol/l, and the repeated result was 151.7 mmol/l. The sample was repeated because the result was marked as critical in the customer's system.